Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leak was found at drain valve when attempting to do inspection in an arctic sun device. Per review of wo on 16jun2025, there was no patient involvement. Per sample evaluation results received via task on 10sep2025, it was reported that the flow rate issue where the flow meter had failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The arctic sun 5000 was evaluated upon receipt. The flow rate test result was out of range. Failure of flowmeter. Flow meter was replaced. Unit was evaluated for functionality per (B)(4) rev 2. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leak was found at drain valve when attempting to do inspection in an arctic sun device. Per review of work order on 16jun2025, there was no patient involvement. Per sample evaluation results received via task on 10sep2025, it was reported that the flow rate issue where the flow meter had failed.